Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery (B)(6) 2012, to excise the excess skin from abutment site. Abutment was exchanged at this time. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2012, in order to facilitate an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(6). Correction: the correct catalog # is 92127; not 92131 as previously reported. This report is filed october 17, 2013. Implanted device remains.